Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating while plugged into a power source. Blood glucose was not impacted. The customer declined follow up from the technical support team.